Event description:
During dissection of cervix while using the harmonic, the plastic portion of the fs-35 cervical cap melted every time it came into contact with the shears.device #1is this a laboratory device or laboratory test?no.